Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 20mm maverick²¿ balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured. The procedure was completed with another maverick²¿ balloon catheter. No patient complications were reported and the patient's status was fine.